Manufacturer narrative:
(B)(4). We are still endeavouring to retrieve the harness connector. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in kentucky reported that an iw980 wall mount infant warmer was displaying an e17 error code and that the heater element harness connectors were discoloured. This was found before patient use.

Manufacturer narrative:
(B)(4). Method: the heating element of the subject iw980 infant warmer was sent to fisher & paykel healthcare (f&p) in new zealand where it was visually inspected and the resistance of the heating element was measured. Results: visual inspection revealed that the harness connectors of the heating element were discoloured. The heating element resistance testing revealed that the heating element was open circuited. Conclusion: the upper and lower harness connectors are used to connect the head unit to the control unit of the infant warmer. Previous investigations of similar complaints revealed that the discoloured harness connectors of the infant warmers were most likely the result of arcing that occurred between two electrical contacts, leading to contact failure. The arcing was most likely caused by a poor connection. We note that the subject warmer is almost twelve years old. The warmer's controller continuously monitors the power delivered to the heating element. Should the connectors completely fail the infant warmer displays an error code and enters a failsafe state where the heater element is disabled and the infant warmer alarms to allow the user to act and provide an alternate means of warming. All components on the harness assembly of the infant warmer are enclosed in a sheath and fire rated by underwriters laboratories (ul). The entire harness is enclosed in a ul v-0 rated fire retardant enclosure. Replacement parts have been sent to the customer to replace the discoloured harness connectors.

Event description:
A healthcare facility in kentucky reported that an iw980 wall mount infant warmer was displaying an e17 error code and that the heater element harness connectors were discoloured. This was found before patient use.